Event description:
Healthcare professional (hcp) reports one incident of pt reaction with the psn 140 dialyzer. Incident occurred at the start of treatment. Pt complained of feeling flushed, hot, and anxious. Pt experienced shortness of breath and a decrease in blood pressure. Treatment was terminated and blood was returned to the pt with no reported blood loss. Pt was administered 25mg benadryl IV. Treatment was resumed with a different membrane and completed without further incident.